Event description:
It was reported an asymptomatic patient presented in clinic with a stored egm showing lead noise. The noise was not reproducible in clinic and the patient is not pacemaker dependent. All lead related measurements were normal. The lead will be monitored.

Manufacturer narrative:
.